Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed.

Event description:
The customer reported for three weeks the head of devices went on holidays and on her return, she had a lot of complaints about the nibd. All measurements are too high, upon 20 mmhg. Especially at children till 10 kg. No patient impact or consequences were reported.